Event description:
Health professional reported that after pt injection in the lips with one syringe of juvederm ultra plus xc, the pt developed two nodules in the lips. The pt was injected with kenalog and was also prescribed antibiotics. The physician stated the treatment was given to prevent the worsening of symptoms which may have led to permanent damage. It was reported that "one nodule started to resolve but there are now four nodules present." A biopsy has been performed, but results unk at this time.